Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported during the da vinci surgical procedure, the small grasping retractor had a loose cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and no damage out of the ordinary was noted. It is unknown what surgical task was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There were no protruding cables that controls opening/closing of the jaws; protruding cable one that controls up/down motion of the wrist. There was no fragment fell into patient's anatomy.